Event description:
It was reported that the patient presented for their first visit at a new cardiology group for a routine pacemaker check. It was noted by a nurse that the patient's implantable cardioverter defibrillator (ICD) had been programmed aair with a base rate of 60 bpm. An abbott rep was contacted by the nurse at 3.37 pm to see if there was any insight as to why the patient was programmed aair at 60bpm. The rep could not provide insight as they were not familiar with the patient's history. The nurse reviewed the patient's chart and observed the patient had been programmed aair since 2017. While in office the patient was having slower ventricular rates (40-70 bpm) and the nurse wanted to change pacing parameters to support ventricular pacing. The patient had a history of atrial fibrillation. Testing was performed and normal right ventricular (rv) lead parameters were observed. The information was presented to the physician who agreed to programming changes, vvir at 50bpm. The programming change and interrogation was completed, and the patient left the office. At approximately 4.30 pm as the patient was leaving the hospital and waiting in the lobby, the patient suffered a cardiac arrest. CPR was started and the nurse called to interrogate the device while CPR was being performed. The interrogation showed the patient had a ventricular tachycardia (vt) episode and ventricular fibrillation (vf) with multiple shocks. The patient was receiving high voltage therapy through the device while CPR was being performed. The code team asked for high voltage (hv) therapy to be disabled, which was done successfully. The patient was transferred to the emergency room where CPR was continued. Eventually a code was called stating the patient expired. A review of device records notes that prior to the ventricular fibrillation (vf) diagnosis and delivery of therapies, there were several non-sustained ventricular oversensing (nsvo) episodes that appeared to have intermittent functional undersensing of very fine amplitude ventricular fibrillation (vf) with variable amplitude of the vf signals. The device eventually detects and diagnoses the vf appropriately in each of the vf episodes and delivered several rounds of appropriate atp and high voltage shocks appropriately. * aai = atrial chamber only pacemaker mode, paces and senses atrium, inhibited by sensed intrinsic atrial impulse. Vvi =ventricular chamber only pacemaker mode, paces and senses ventricle, inhibited by sensed intrinsic ventricular impulse CPR = cardiopulmonary resuscitation atp = antitachycardia pacing.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.